Event description:
A surgeon reported that a pt who underwent bilateral lasik was noted post-operatively to have an irregular ablation and induced astigmatism, but no visual symptoms. The pt had a conventional lasik retreatment and the astigmatism is resolved. This report concerns the pt's right eye.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. System history shows that the laser was verified successfully prior to, and after, the date of the event. Device function was verified by onsite investigation of the laser system by a service engineer, who found the system to be working within specifications. Pmma (plastic test plates) and eyetracker targets were received and analyzed, and were found to be within specifications. In addition, scanner targets were received and were found to be slightly misaligned. The scanner was subsequently replaced as a preventive measure and the laser system retested by a service engineer and was found to be working within specifications. The scanner was returned to the supplier for a full evaluation. The supplier evaluated the scanner and it met specifications. Review of the system log file, for the days of surgery reported, indicated that the system was operating properly without any issues. A clinical support specialist visited the site and found the laser room did not meet the required room specifications, there was noticeable ventilation in the treatment area caused by the air conditioning ventilation system, a weak plume evacuation (lowest allowed within specification per customer request), the pt bed headrest cushion was loose, and noticeable vibrations of the laser system caused by the wooden floor and internal nitrogen generator. No clinical technique issues were found. The field service engineer replaced the nitrogen generator as a preventative measure, increased the aspiration of the plume evacuator, and tightened the pt headrest. Root cause could not be attributed to device performance, as it was investigated and found to be operating within specification. The items identified by the clinical support specialist could not be directly linked to the reported event. (B)(4).